Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the button contact was damaged. This report is made based on the results of investigation completed on (B)(6) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim and discolored verify screen with auditory and vibratory features. Scratches were observed on the display lens. The keypad cover was torn while all the buttons responded properly. Removal of the keypad cover found that the contrast button contact was missing and the ¿up¿ button contact was damaged, with no contamination found under any of the button contacts. Additionally, the bolus button cover was detached/missing. (B)(6).